Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, resulting in a fluid leak. The observed cannula tear is confirmed as the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported persistently elevated blood glucose readings in the 260 mg/dl range, with occasional values exceeding 300 mg/dl. The pod was removed, a leak was observe. There was no medical intervention reported in relation to this event.